Event description:
Information received from the field does not address the patient's clinical status but notes that a message of "pacer software error" was displayed with the navigation log noting the device was in back-up mode. Attempts to download the software and program were unsuccessful. Therefore, the device was replaced.